Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). A maquet field service technician was on site and investigated the unit in question. He troubleshooted the device and could confirm the problem with the cracked touch panel. According to service order#42799673 the technician performed as follows: he replaced the defective touch panel with a new one lot#3000076727 repair, complete pm, calibration, full functional and safety tests as per service manual. Unit passed all tests. It is unknown what kind of alarm situation happened at the customer. As told by our ssu the patient went to surgery for other issues and support was discontinued from cardiohelp to another piece of equipment. No further information was provided.

Event description:
Trackwise#(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6).

Event description:
User indicated that when patient coughed, bubble alarm (both venous and arterial) activated and flow is lost. Subsequent conversation indicated that pump disposable error observed. Patient was transferred from circuit and console to a new circuit and new console. (B)(4).